Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
67 - a review of related complaints confirms that the fragment likely came from the blade of the monopolar curved scissors (mcs) instrument. Reference the MDR submitted under MFR (B)(4) for the investigation of the mcs instrument. Based on the failure analysis investigation, this is deemed as a non-reportable event and the initial MDR report is being retracted. Although the instrument referenced under this complaint was not returned for evaluation, investigation of the related complaint confirms that the fragment likely came from the blade of the monopolar curved scissors (mcs) instrument. Additionally, there was no report of patient injury or harm.

Manufacturer narrative:
The instrument referenced under this complaint was disposed and will not be returned to intuitive surgical, inc. (Isi) for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted if additional information is received. This complaint is being reported based on the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, a broken fragment measuring approximately 2mm was found inside the patient and retrieved during the same surgical procedure. Although it was retrieved without patient harm, adverse outcome or injury, at this time it is unknown if the retrieved fragment was from a fenestrated bipolar forceps, monopolar curved scissors or vessel sealer instrument and what caused the issue to occur.

Event description:
It was reported that during a da vinci-assisted total hysterectomy procedure, a broken fragment measuring approximately 2mm was found inside the patient and retrieved during the same surgical procedure. The fenestrated bipolar forceps (fbf), monopolar curved scissors (mcs) and vessel sealer (vs) instruments were installed into the universal side manipulator (usm) arms during the event. The user continued with the procedure. There was no report of instrument collision, patient harm, adverse outcome or injury. The reporter was unable to confirm and it is unknown if the retrieved fragment was from the fbf instrument (returned under patient identifier (B)(6)), mcs instrument (patient identifier (B)(6)) or the vs instrument (patient identifier (B)(6)). This represents the report for the vs instrument.